Manufacturer narrative:
Investigation results of clip failed to release from the catheter. Investigation results: a visual examination of the returned resolution clip device noted that the control wire was separated from the clip assembly. The clip assembly was still locked onto the bushing and could not be deployed. The clip prongs were not locked into the capsule and were in an open position at 12 mm. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was not able to be advanced out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event.